Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR report #: 2134265-2010-00849. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Event description:
Same case as MFR report #: 2134265-2010-00849. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
Device evaluated by manufacturer: the guide wire was received with distal tip damage. The rotawire received shows the spring tip core wire fractured, coils elongated, the ballweld and the rest of the coils are missing. The fractured site was sent to sem(scanning electron microscopy) fracture analysis. Results:"the fracture surface exhibited shear/tear planes due to a bending action. Compression and tension zones were observed. No material anomalies were noted. Conclusion: the fracture surface was caused by a bending movement. Based on specifications approximately 0.23 cm core wire fractured from distal end plus the ballweld and stretched coils." The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user error. Based on the related device investigation results, product analysis shows the spring tip came in contact with the rotating burr. Entanglement of the burr may have caused excessive bending force leading to fracture as indicated by sem results :"the fracture surface was caused by a bending movement." (B)(4).